Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that movement was not possible in plane a or b. Additionally, x-ray was not possible in plane b because plane b was in the parking position. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The "user location interface" (uli-board) had a sporadic defect which was detected on the returned part. The result of this defect was that sporadic motor movements could no longer be controlled, and the system could no longer be moved by the motor. A problem of this kind can only be rectified by means of service intervention, as was the case in this instance. The affected uli-board has been exchanged by the local service organization and the error has not been reported again. The spare parts consumption of the affected component was checked and a possible error accumulation or general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.